Manufacturer narrative:
(B)(4). DURING PROCESSING OF THIS COMPLAINT, ATTEMPTS WERE MADE TO OBTAIN COMPLETE EVENT, PATIENT AND DEVICE INFORMATION. DATE OF EVENT, IMPLANT DATE - ESTIMATED. DUE TO SYSTEM LIMITATIONS, THE TYPE OF REPORT IS SELECTED AS 30 DAY ALTHOUGH THIS IS A PERIODIC REPORT. PAS1 AND PAS2 MITRACLIP POST APPROVAL STUDY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXCEPTION APPROVAL NUMBER E2015009. THE CUSTOMER REPORTED THE DEVICE IS NOT RETURNING. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
PER THE REQUIREMENTS OF THE POST APPROVAL STUDY 1 (PAS1) AND PAS2, POST APPROVAL MITRACLIP STUDIES CONDUCTED VIA THE TVT REGISTRY, ABBOTT HAS RECEIVED DATA DOWNLOADED FROM THE CENTER FOR MEDICARE AND MEDICAID SERVICES (CMS) CLAIMS DATABASE FOR PATIENTS IN THE STUDIES. THE DATA CONTAINED 347 DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE CANNOT BE DETERMINED BASED ON THE DATA RECEIVED; THEREFORE, ABBOTT VASCULAR IS CONSERVATIVELY REPORTING THESE EVENTS. THE DATA ARE REPORTED AS A SUMMARY REPORT PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER E2015009.

Manufacturer narrative:
(B)(4). THE DEVICE WAS NOT RETURNED FOR ANALYSIS. ADDITIONALLY, A REVIEW OF THE LOT HISTORY RECORDS COULD NOT BE CONDUCTED, BECAUSE THE LOT NUMBERS WERE NOT PROVIDED. THE REPORTED PATIENT EFFECT OF DEATH AS LISTED IN THE MITRACLIP SYSTEM ELECTRONIC INSTRUCTIONS FOR USE, IS A KNOWN POSSIBLE COMPLICATION ASSOCIATED WITH MITRACLIP PROCEDURES. BASED ON THE INFORMATION REVIEWED, A CONCLUSIVE CAUSE FOR THE REPORTED PATIENT EFFECTS AND THE RELATIONSHIP TO THE DEVICE, IF ANY, CANNOT BE DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH RESPECT TO MANUFACTURE, DESIGN, OR LABELING.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;336527?2?1_1105538,,D,175,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1166485,,D,375,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1183708,,D,497,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1194557,,D,645,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1241191,,D,469,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1247778,,D,819,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1347777,,D,686,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1508377,,D,57,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1670604,,D,649,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_1965801,,D,632,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2125320,,D,43,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2355254,,D,939,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2635385,,D,337,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2653003,,D,976,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2792551,,D,582,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2952211,,D,201,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2953376,,D,854,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2961640,,D,418,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_2990557,,D,653,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3019230,,D,84,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3022957,,D,424,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3041298,,D,38,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3043765,,D,799,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3075060,,D,957,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3075444,,D,11,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3075710,,D,121,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3076051,,D,1012,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3077576,,D,465,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3077697,,D,673,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3077713,,D,751,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078699,,D,878,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078868,,D,592,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078905,,D,820,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078928,,D,895,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078963,,D,967,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3078971,,D,694,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3079293,,D,1077,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3079434,,D,116,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3082606,,D,762,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3083784,,D,559,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3084039,,D,803,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3084922,,D,174,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3085789,,D,795,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3085832,,D,742,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3086735,,D,235,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3086888,,D,912,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3086923,,D,945,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3087285,,D,126,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3088110,,D,799,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3088246,,D,590,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3088362,,D,611,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3088394,,D,690,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3088941,,D,483,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3090360,,D,31,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3090461,,D,293,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3090787,,D,561,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3091068,,D,510,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3091559,,D,618,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3091577,,D,20,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3091595,,D,926,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3093522,,D,699,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3094155,,D,391,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3094939,,D,216,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3095373,,D,86,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3095453,,D,237,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3095614,,D,901,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3096246,,D,173,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3096349,,D,812,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3096412,,D,871,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3096876,,D,198,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097252,,D,532,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097340,,D,333,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097648,,D,764,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097673,,D,885,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097735,,D,832,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3097777,,D,499,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3098044,,D,524,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3098679,,D,385,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3101434,,D,216,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3102047,,D,399,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3102468,,D,1167,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3102799,,D,962,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3104175,,D,691,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3104734,,D,714,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3106543,,D,970,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3106828,,D,947,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3106937,,D,534,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3107384,,D,219,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3107854,,D,535,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3108163,,D,757,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3109303,,D,465,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3109350,,D,771,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3109666,,D,1042,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3111235,,D,251,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3112275,,D,1006,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3112796,,D,498,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3112834,,D,453,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3116793,,D,231,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3117202,,D,805,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3118427,,D,961,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3123619,,D,836,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3127249,,D,586,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3130204,,D,78,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3130398,,D,895,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3131244,,D,677,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3132570,,D,1065,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3135401,,D,427,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3135674,,D,736,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3137912,,D,647,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3139361,,D,496,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3140165,,D,894,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3141787,,D,834,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3141920,,D,409,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3142833,,D,143,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3143662,,D,406,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3146599,,D,82,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3148118,,D,233,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3149850,,D,677,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3153520,,D,203,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3154293,,D,102,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3156609,,D,741,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3157132,,D,382,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3157504,,D,286,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3157588,,D,197,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3158038,,D,112,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3161538,,D,554,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3161871,,D,919,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3161927,,D,300,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3162770,,D,505,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3162902,,D,210,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3164462,,D,506,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3164808,,D,588,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3165090,,D,529,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3167163,,D,614,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3173016,,D,528,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3177986,,D,869,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3178104,,D,852,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3178548,,D,467,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3181844,,D,130,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3181874,,D,598,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3183034,,D,683,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3183342,,D,859,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3186340,,D,685,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3187428,,D,454,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3187669,,D,390,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3188965,,D,522,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3189108,,D,402,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3191730,,D,774,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3193914,,D,556,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3194137,,D,207,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3195206,,D,881,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3198941,,D,724,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3199058,,D,729,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3202391,,D,772,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3204886,,D,744,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3205447,,D,842,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3208414,,D,806,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3208817,,D,866,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3209031,,D,859,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3210651,,D,821,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3210932,,D,578,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3211018,,D,280,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3211311,,D,100,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3211735,,D,786,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3211752,,D,548,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3213036,,D,794,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3213263,,D,534,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3216515,,D,479,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3216664,,D,398,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3216776,,D,68,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3216783,,D,448,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3218087,,D,794,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3218799,,D,407,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3218920,,D,413,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3218957,,D,313,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3223212,,D,722,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3223361,,D,525,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3224519,,D,598,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3226072,,D,104,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3226336,,D,800,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3227958,,D,126,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3228823,,D,535,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3228905,,D,858,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3228944,,D,582,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3229300,,D,100,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3229475,,D,678,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3230027,,D,771,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3231102,,D,61,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3231421,,D,508,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3231739,,D,599,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3232221,,D,265,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3232618,,D,253,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3233033,,D,796,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3233602,,D,527,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3241176,,D,478,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3242221,,D,241,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3243344,,D,553,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3243900,,D,450,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3247243,,D,410,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3248686,,D,404,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3250477,,D,617,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3252456,,D,523,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3253351,,D,251,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3254280,,D,575,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3255470,,D,797,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3260239,,D,147,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3260883,,D,200,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3267534,,D,398,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3270136,,D,700,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3271337,,D,606,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3274551,,D,707,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3275621,,D,242,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3275965,,D,399,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3276704,,D,600,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3277659,,D,665,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3279467,,D,721,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3283337,,D,219,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3283644,,D,813,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3287906,,D,423,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3289622,,D,137,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3291690,,D,768,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3297022,,D,754,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3298516,,D,434,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3299119,,D,711,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3302144,,D,823,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3302992,,D,25,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3303839,,D,7,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3304834,,D,134,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3304934,,D,35,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3305824,,D,240,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3310700,,D,708,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3310833,,D,757,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3312753,,D,725,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3313077,,D,374,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3313340,,D,315,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3314114,,D,757,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3314152,,D,420,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3314333,,D,603,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3315188,,D,12,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3317674,,D,626,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3318560,,D,429,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3318575,,D,85,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3324057,,D,75,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3324999,,D,544,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3325462,,D,678,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3326380,,D,785,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3326981,,D,32,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3327567,,D,91,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3328596,,D,515,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3329326,,D,705,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3330782,,D,784,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3331515,,D,493,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3332285,,D,800,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3332978,,D,282,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3334365,,D,498,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3334543,,D,485,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3336930,,D,472,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3339105,,D,683,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3344248,,D,553,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3344922,,D,612,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3348474,,D,185,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3348504,,D,676,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3348857,,D,204,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3350030,,D,572,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3352437,,D,129,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3353017,,D,573,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3353861,,D,235,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3357885,,D,409,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3358249,,D,684,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3359284,,D,430,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3362375,,D,534,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3363377,,D,180,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3365050,,D,674,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3366995,,D,362,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3372864,,D,524,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3372936,,D,635,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3380351,,D,253,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3381702,,D,438,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3381756,,D,379,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3382996,,D,778,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3383212,,D,513,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3385091,,D,880,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3391456,,D,104,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3392246,,D,503,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3392324,,D,123,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3392349,,D,258,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3394845,,D,784,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3395998,,D,392,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3397147,,D,532,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3398485,,D,610,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3400220,,D,432,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3400846,,D,728,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3404574,,D,929,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3404786,,D,61,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3415297,,D,66,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3415780,,D,482,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3416078,,D,554,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3416198,,D,523,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3417558,,D,232,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3422027,,D,401,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3422917,,D,399,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3426056,,D,784,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3434342,,D,433,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3439978,,D,535,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3440077,,D,55,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3441270,,D,563,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3441456,,D,519,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3442011,,D,666,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3442276,,D,536,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3442558,,D,462,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3442574,,D,737,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3445646,,D,540,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3445767,,D,38,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3446008,,D,599,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3449111,,D,720,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3449262,,D,710,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3453950,,D,454,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3457437,,D,604,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3458094,,D,498,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3461125,,D,580,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3461877,,D,91,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3463201,,D,279,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3463455,,D,589,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3467809,,D,524,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3468211,,D,401,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3477865,,D,574,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3479112,,D,144,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3479184,,D,738,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3479198,,D,86,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3481517,,D,585,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3486465,,D,323,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3487358,,D,56,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3487542,,D,138,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3487552,,D,253,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3487614,,D,641,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3488571,,D,340,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3489131,,D,428,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3490586,,D,294,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3496578,,D,11,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3498059,,D,493,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3498142,,D,203,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3498233,,D,78,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3500317,,D,137,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3501006,,D,342,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3593607,,D,26,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3594268,,D,690,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem;336527?2?1_3599295,,D,162,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 No Known Device Problem